Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: (B)(4)/21403344. Model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients leads migrated and the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.